Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg implanted: (B)(6) 2019, 977a260 pain stim lead implanted: (B)(6) 2017, 977a260 pain stim lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and perforation. Thoracentesis was performed. Pericardiocentesis with pericardial window was performed one week later. The right atrial (ra) lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.